Manufacturer narrative:
The customer reported that the system did not generate phaco power. The company service representative examined the system and replicated the problem reported. The ultra sound printed circuit board (us pcb) was non-conforming. The ultra sound printed circuit board (us pcb) was replaced. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on june 17, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming us pcba. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a system presented with no phacoemulsification. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.